Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/18/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issues were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity tecnis eyhance intraocular lens (iol) was explanted in a secondary procedure due to dysphotopsia. Patient's original iol refraction was not as patient desired. The lens was exchanged with replacement lens from another manufacturer .there was incision enlargement. No unplanned vitrectomy. Directions for use were followed. Patient was fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section e1: reporter email address: unknown/ asked but not available. Section h3: other: 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.